Event description:
F/u with a dialysis home pt's wife regarding a system error 2240 alarm revealed the pt was hospitalized for peritonitis 10 days following the system error 2240 alarm incident. The health care professional is unsure to what the peritonitis is attributed, but she does not feel it is attributed to the system error 2240 alarm incident. The culture was taken after antibiotic therapy had begun so the results showed no growth. The health care professional noted the pt has a staph infection, however there was no evidence of that in the lab results. The lab results did, however, show an elevated white blood cell count and evidence of cloudy fluid. The pt is responding to treatment according to the health care professional, although the antibiotics the pt was treated with are unk.